Event description:
Customer reported their insulin pump failed to vibrate. The customer's insulin pump did not pass the self test. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to vibrate during the self test due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.